Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the twist clamp (white twist sleeve) on a minicap extended life pd transfer. This issue occurred during use of the device for automated peritoneal dialysis (apd) therapy; further described as ¿while sleeping at night during apd, simply pull it apart¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b3/d10: 6/29/2022 (previously submitted as asku). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a separation between the tubing and the twist clamp. The reported condition was verified. The cause of the condition could not be determined, however, there are markings on the end of the tubing indicating the tubing was positioned onto the female connector. The assembly between the female connector and the silicone tubing is a friction fit and not a solvent bond. A strong tug on the tubing or the patient adapter / bushing could cause a separation. Should additional relevant information become available, a supplemental report will be submitted.